Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 25-aug-2019, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that a sand dial appeared on the screen while the patient was sleeping. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.